Event description:
The customer reported to olympus, the bronchovideoscope image noise. The device was returned for evaluation. During the device evaluation, an error code e315 (non-compatible endoscope) occurred due to damage to charged coupled device and corrosion on the endoscope connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the evaluation found the customer's allegation was not confirmed. The additional evaluation findings are as follows: due to the deformation of the scope connector, water tightness was lost. Scope connector had a scratch; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; scope connector was dirty due to water leakage; scope connector cover unit was dirty due to water leakage; universal cord was dirty due to water leakage; control unit had a scratch; grip had a scratch; angulation lever had a scratch. Image guide protector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected h4- changed manufacturer date from april 28, 2021, to april 8, 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Water intrusion may have caused moisture adhered to the printed circuit board in the scope connector, which led to occurrence of the error code. Water intrusion in the scope connector may be led by water leak (air leak) which was observed, which may have caused water intruded through the leaked site. Therefore, it is likely the cause of leak from the scope connector was that the connector section cracked due to external load, followed by chemical attack by chemicals. User may be able to detect the suggested event by reviewing instructions, reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.